Manufacturer narrative:
Other applicable components are: product ID 3889 lot# unknown serial# implanted: explanted: product type lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient's spouse changed their bandage last night as they were experiencing stinging all night and going more frequent with voiding. This morning, the patient was still stinging and they do not feel stimulation at their current setting. As a result of what was reported, the call agency assisted the patient with increasing stimulation to 10.6ma. The patient added their battery life is halfway. The next day, patient feels the lead has migrated away from the nerve after the bandages were changed as they use to feel stimulation around 0.4ma, but can't feel stimulation at 10.0ma. The patient is currently waiting their healthcare provider's (hcp) and sales rep's direction. As a result of what was reported, the sales rep was notified and the agency will follow up. On (B)(6) patient feels "like was pulled away from nerve but might be better;" stinging on their back was reported. The next day, patient feels like their lead pulled away from their nerve. On (B)(6) patient reports being in more pain than at evaluation start and are taking pain medication. As a result of what was reported, the agency advised the patient to follow up with their hcp. The next day, patient said the batteries in their ens were dead; premature depletion. They also mentioned since the second day of the evaluation, they thought they pulled their lead as it wasn't working correctly from that point. The pain in their tailbone area has intensified and they have an infection. The patient was already advised by their hcp to keep the ens turned off. They have an appointment with their hcp on (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.